Event description:
It was reported that the patient's insertable cardiac monitor had false pause episodes due to under-sensing. The clinic will continue to monitor the patient. No intervention or patient condition was reported.